Event description:
It was reported that the lead was capped and replaced due to externalized conductors. Externalized conductors were found via diagnostic imaging. Patient was fine after the procedure.